Event description:
It was reported that while in use the transray plus 40cc intra-aortic balloon (iab) did not rise to the correct position. There was patient involvement, but no harm was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.